Event description:
It was reported that during a da vinci hysterectomy procedure, the plastic ring that is at the distal end of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. Reportedly, there is a possibility that the patient retained a small piece from the ring. The planned surgical procedure was completed and there was no patient harm reported. On (B)(6) 2014, intuitive surgical, inc. (Isi) received additional information regarding the reported event from the initial reporter of this complaint. According to the initial reporter, the surgical task that the surgeon was performing is unknown and the surgeon does not know what caused the ring to break off. The mcs instrument was inspected prior to use and there was no damage to the instrument noted. The initial reporter indicated that the broken instrument piece was retrieved laparoscopically, and that they are uncertain if all of the broken pieces were retrieved, as a visual examination of the broken ring found that all off the pieces were not accounted for. There was no injury to the patient. According to the initial reporter, 9 days post op, the patient returned to the hospital's emergency department presenting symptoms of lower abdominal pain, pelvic pain, and fever. The patient did not appear uncomfortable or septic; however, it was discovered that the patient developed a vaginal cuff abscess. The patient was treated with gent/clinda. The patient's course of treatment included a complete blood count (cbc) to follow for signs/symptoms of worsening sepsis for a right pelvic mass and also underwent a computed tomography (CT) scan. The CT scan findings were consistent with a fibroid (spherical with calcifications). The decision was made not to use surgical intervention due to the abscess. It was determined that the mass itself was not consistent with abscess radiographically and that the patient possibly had cystitis. The initial reporter indicated that currently the abscess formation is considered to be due to a retained fibroid. The patient has opted to have the fibroid removed at a later date.

Manufacturer narrative:
The mcs instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode with the following clarification: the reinforcement ring was missing. The ring was not returned with the instrument. Failure analysis investigation also found the following additional damages to the instrument: the instrument's main tube exhibited fine scratch marks, approximately .406 in length where the main tube and reinforcement ring interface. The scratches aligned with the tube extension and a scratch found on the instrument's clevis. The instrument's tube extension exhibited a fine scratch mark that aligned with the main tube scratch measuring approximately .999 in length. The distal clevis had scratch marks and abrasions and the clevis had a fine scratch that aligned with the tube extension scratch. It was concluded that based on the location of the scratch marks on the distal end of the instrument, the user likely attempted to remove a tip cover accessory using a sharp object. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the reinforcement ring on the mcs instrument broke off and fell into the patient. The site is uncertain if the patient retained any piece(s) from the mcs instrument; however, there was no report that the patient experienced any post-surgical complications as a result of retaining any fragments from the instrument. Based on the additional information provided, there was no indication by the site that the vaginal abscess that the patient developed post-operatively was caused by a malfunction of the da vinci surgical system, instruments and/or accessories; but rather occurred because the patient retained a fibroid.